Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been evaluated. The root cause of the failure was contamination on j702 and j704 connectors in the distribution node (dn, causing intermittent adjust belt messages. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.